Manufacturer narrative:
Ortho performed retain testing, batch review, and complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer states a patient sample with a previous history of o rh positive was tested (B)(6) 2019 with mts abd/reverse, 050119037-03 exp 04mar2020. Testing was performed on the ortho vision analyzer. Issue started on: (B)(6) 2019. Microtubes/wells or cell (donor #) affected: anti-d microwell. Reaction grade obtained: negative. Customer was expecting: positive. Incubation time (for manual test only): vision. Test repeated: yes. Method/result obtained by repeating: vision / mf mixed field. Sample ID: (B)(6). Number of samples affected? One. Was qc affected? No. Qc using albaq chek, v211821 qc expiration date: (B)(6) 2019, was satisfactory date of last qc run: 17sep2019. Patient clinical history: patient's diagnosis: no reported. List of medications: no reported. Transfusion history: no tx history last four months. Product handling protocol: cassette/gel card storage temperature range: as per IFU's. Cassette/gel card orientation: upright. Rbc storage and handling: as per IFU's. Visual appearance before use: normal appearance. Opened vs unopened? Opened. Customer repeated testing on vision with a new specimen on (B)(6) 2019 ¿ result was mixed field (mf) in the anti-d column. Customer performed anti-d testing in tube with ortho anti-d lot no reported and the result was negative. Customer performed weak d protocol and after 15 minutes of incubation iat the result was a positive weak d. Tsc discussed with customer the mts a/b/d monoclonal and reverse grouping card IFU's that states "the term, weak d, describes weaker forms of the d antigen, which may require an indirect antiglobulin test for their detection.3 most weak d antigen expressions will be detected as weak positive reactions with this reagent. However, the partial dvi epitope variant of the d antigen will not be detected with this monoclonal reagent." Next action for contact: discussed with customer the need of molecular testing of this patient for anti-d. Customer will discuss their finding with their medical director and they will follow their own sop's. 18sep2019 - customer called back ¿ samples from (B)(6) 2019 and (B)(6) 2019 were tested on a second vision ¿ results were mf in the anti-d columns.